Event description:
The suspect device was used to test the pt's blood glucose. The result obtained was 116mg/dl. Pt was perspiring, disoriented and had slurred speech with glassy eyes. Paramedics were called and they tested pt's blood glucose at 31mg/dl. Pt was taken to the hospital and admitted after pt's blood glucose reading continued to be 31mg/dl after a glucose IV was administered.